Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for use. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. During the last intravascular ultrasound attempted after the stent was implanted, an unusual sensation was felt with the hand held part as the opticross was being rotated by imaging during insertion into the y-connector. When the device was checked, it was noted that the catheter was separated at the lapjoint. The separated piece was protruding slightly from the y-connector so the device could be removed as it was. No particular resistance had been noted prior to the catheter separation. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for use. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. During the last intravascular ultrasound attempted after the stent was implanted, an unusual sensation was felt with the hand held part as the opticross was being rotated by imaging during insertion into the y-connector. When the device was checked, it was noted that the catheter was separated at the lapjoint. The separated piece was protruding slightly from the y-connector so the device could be removed as it was. No particular resistance had been noted prior to the catheter separation. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the imaging window assembly and in the imaging core with the imaging window detached near the lapjoint section. Microscopic inspection did not reveal any damage consistent with saline exposure post-use of the device. Media inspection of a picture provided by the site revealed the imaging window was separated, which is consistent with what was observed during product analysis.